Manufacturer narrative:
(B)(4): firing trigger teeth. The analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. The device opened and closed without any difficulties noted. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery procedure, after the fourth firing the device became stuck. It is unknown how the device was removed. They used a same/like device to complete the procedure. The hospital will provide no further information. There was no adverse consequence to the patient.